Event description:
It was reported that the mobile app unexpectedly froze while customer was attempting to deliver a bolus. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting, and said it was resolved.